Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the batteries would not last. Customer mentioned the battery cap had been replaced. Device had a blank display. Customer's blood glucose was 104 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump was monitored for 24 hours, no blank display noted. The insulin pump downloaded properly to carelink. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on the lcd board. No black spot on the display window noted. No missing segment or partial display noted. The insulin passed displacement test, self-test, unexpected restart error alarm, off no power test, rewind and basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and broken belt clip slot.